Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer was instructed to reset pump, informed that pump was within warranty and needed replacement, provided with storage and return instructions, and sent replacement pump while problematic pump was arranged to be returned. Customer declined to share information about backup insulin therapy.